Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance and appeared damaged. The ra lead was also found to be dislodged, which was visually confirmed. The ra lead was not used and replaced during the procedure. The patient was in stable condition.